Event description:
Abbott ticket number [redacted] track storage module displays 1e14: conveyor insertion movement too fast. Required a call to technical support to retrieve specimen and delayed results.